Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer blood glucose level was 150 mg/dl at the time of incident and current blood glucose value was 327 mg/dl. Customer report other blood glucose values were 150 mg/dl, 60 mg/dl, 50 mg/dl, 70 mg/dl, 130 mg/dl and 300 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event and low blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event and low blood glucose event. The customer experienced symptoms such as shaky, weak. Customer treated with insulin pump, pizza and breadsticks. The customer¿s mother was assisted with troubleshooting and declined for high blood glucose and low blood glucose event. The insulin pump will not be returned for analysis.